Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that dirt and foreign object on the objective lens, and foreign object inside the nozzle was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause for the reported issues could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which are stated in preparation and inspection section, in disinfection/cleaning/sterilization section, and in air supply, spray, water supply, and suction section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.